Manufacturer narrative:
Device will not be returned for evaluation. If the device or additional information becomes available it will be provided on a supplemental report.

Event description:
It was reported by stryker (B)(4) sales rep that a surgeon at (B)(6) raised a product complaint. Event occurred to a patient having a synthesis nail that was implanted 6 years ago removed. Event description: surgeon was extracting a synthesis nail. The surgeons' decision to book an extraction set from synthesis and a stryker universal extraction set as well. He uses us stryker universal set to take out synthesis nails as well. At the end only stryker extraction set was used due to the fact that stryker universal set takes out synthesis nails as well, so it was agreed that it is unnecessary to have the synthesis set there as stryker set has more than the required instruments for the removal and was available at the hospital location. Surgeon's decision was to perform the surgery with stryker extraction set only. When the extraction rod was inserted in the nail, there was still soft tissue in the way and the rod came loose. Few attempts later they got the rod to connect with the nail tightly and tried to mallet it out, but the nail wouldn't move at all, he then tried to mallet it back into the femur to get it loose, but it still didn't move. After few more attempts the surgeon abandoned the procedure explaining that instrumentation does not meet his expectation.

Manufacturer narrative:
Evaluation summary: event description states that the stryker device extraction rod, conical was used for attempted removal of a synthes femoral nail which had been in situ for 6 years. The device was not returned for investigation. Thus visual, dimensional and function inspection as well as examination of mechanical properties (hardness test) could not be carried out. Only a limited review of the device history records was possible as a wrong lot code was provided. However, the lot codes of all items ((B)(4) ¿ single packaged items as well as parts of extraction sets) that had been distributed to (B)(4) have been identified and the related dhrs were reviewed. The review revealed no discrepancies. The stryker implant extraction guide - literature number (B)(4) - provides a clear statement regarding the use of the implant extraction set for competitive products: ¿¿ stryker can only recommend use of the extractor instruments with its own products. Application of the instruments to competitive products or to stryker products that have been altered may be possible but has not been validated. Where competitive products are mentioned in this document this is solely to indicate where application of the extractor instruments appears possible due to similar design or dimensions, and stryker does not guarantee that the extractor instruments demonstrated herein will work in any cases where competitive products are used, or in cases where stryker products have been altered. As a precaution, make sure to have other standard instruments available in case the tolerances of the implants do not match the tolerances of the extractor tool. ¿¿ with respect to the discussed aspects this case is regarded to be user related. A non-conformity was not identified.

Event description:
It was reported by stryker (B)(4) sales rep that a surgeon at (B)(6) raised a product complaint. Event occurred to a patient having a synthesis nail that was implanted 6 years ago removed. Event description: surgeon was extracting a synthesis nail. The surgeons' decision to book an extraction set from synthesis and a stryker universal extraction set as well. He uses us stryker universal set to take out synthesis nails as well. At the end only stryker extraction set was used due to the fact that stryker universal set takes out synthesis nails as well, so it was agreed that it is unnecessary to have the synthesis set there as stryker set has more than the required instruments for the removal and was available at the hospital location. Surgeon's decision was to perform the surgery with stryker extraction set only. When the extraction rod was inserted in the nail, there was still soft tissue in the way and the rod came loose. Few attempts later they got the rod to connect with the nail tightly and tried to mallet it out, but the nail wouldn't move at all, he then tried to mallet it back into the femur to get it loose, but it still didn't move. After few more attempts the surgeon abandoned the procedure explaining that instrumentation does not meet his expectation.